Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pharmacy employee suffered a needle stick injury before use with a bd micro-fine¿+ 1ml insulin syringe with 29g x 13 mm needle because the needle had penetrated its shield. There was no report of medical intervention.

Manufacturer narrative:
Results: 10 syringes in an open poly bag from lot # 6195918 were returned for evaluation. All returned syringes were examined and one sample exhibited the needle through the shield. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6195918. Conclusion: although the customer's reported defect was visualized on the returned sample, an absolute root cause for this incident cannot be determined. Our quality engineer notes that potential causes could be related to the manufacturing process (although this was not indicated in the review of the device history record) or reshielding by the end user.